Event description:
Caller reported cgm error 42 with the pump, which persisted even after a reset. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller through a pump reset and decided to replace the pump. The caller will use mdi as a backup therapy to ensure insulin delivery is not interrupted and was instructed to return the problematic pump within 10 days using a pre-paid label.